Event description:
It was reported to boston scientific corporation that a single action pumping system continuous flow syringe device was used for a transurethral lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the metal part of the plunger was bent. The procedure was completed with another single action pumping system syringe device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The condition of the returned single action pump system device revealed that there was residue present indicating use/handling. Visual examination of the returned device revealed that the grommets are spaced approximately 2 cm apart and the proximal grommet had been pulled out of the barrel. The plunger could not be depressed because of the location of the grommets. During functional analysis, the plunger was removed from the barrel, the grommets were realigned and then the plunger was placed back into barrel. The plunger was depressed verifying proper rebound. No issue was noted with the continuous flow tubing set, saline spike, syringe or the round plunger wire. The condition of the returned device that the metal plunger part was bent does not confirm the event. Therefore, a review and analysis of all available information indicated that the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a single action pumping system continuous flow syringe device was used for a transurethral lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the metal part of the plunger was bent. The procedure was completed with another single action pumping system syringe device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.